Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that during an intraocular lens (iol) implant procedure, there was an unknown defect to the cartridge. Additional information was provided that the ophthalmologist reported that the tip of the cartridge felt strange. The cartridge was in contact with the patient and the iol was successfully implanted.

Manufacturer narrative:
Additional information provided. The cartridge was returned. Viscoelastic was observed in the cartridge. The tip has heavy stress lines. The cartridge shows evidence of being placed into a handpiece. Cartridge complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The associated lens model is qualified for use with this cartridge only for the diopter range of 6.0 to 25.0. The diopter of the associated lens is unknown. Without the diopter for this lens model, it cannot be determined if this is a qualified combination. The customer indicated the use of a handpiece and viscoelastic, which are not qualified for the lens/cartridge combination used. Cartridge tip stress was observed. The appearance of the tip stress may have been interpreted as the reported complaint of defective cartridge. Stress is an expected occurrence with a lens delivery and does not denote a product malfunction. There was no problem found with the cartridge. The manufacturer internal reference number is: (B)(4).